Event description:
It was reported that the patient fell and was in the hospital. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
A healthcare provider later reported that the patient fell off a ladder. The patient was admitted to the hospital. A representative was notified and interrogated the pump. The hcp received a phone call from the patient¿s wife who stated that he was recovering from the fall and doing fairly well. They stated that, as recommended by the representative, they would plan to check the pump under fluoroscopy if needed once the patient was discharged.

Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).